Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a preventative maintenance check the device output was found to be low and out of specification. There was no patient involvement with the device during this check. The device was returned for service. No patient complications have been reported as a result of this event.